Manufacturer narrative:
(B)(4)

Event description:
It was reported that during procedure, the suture sleeves did not hold the new implanted leads. The leads were withdrawn and replaced. The patient was in a stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.